Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Follow up information identified the patient stopped recharging their ipg as recommended.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
It was reported that the patient's ipg became inoperable around two years ago. Surgical intervention took place to explant and replace the patient's ipg. Surgery addressed the issue.